Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right ventricular (rv) oversensing, detecting signals ahead of the true r wave. The rv sensitivity had been previously adjusted by another clinic. Technical services (ts) recommended a chest x-ray and discussed reprogramming options, noting the absence of a programmable rv blank after atrial sensing (as). Consequently, ts advised against further increasing the rv sensitivity. Additional information has been requested from the field. This ICD remains in service. No adverse patient effects reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right ventricular (rv) oversensing, detecting signals ahead of the true r wave. The rv sensitivity had been previously adjusted by another clinic. Technical services (ts) recommended a chest x-ray and discussed reprogramming options, noting the absence of a programmable rv blank after atrial sensing (as). Consequently, ts advised against further increasing the rv sensitivity. Additional information has been requested from the field. This ICD remains in service. No adverse patient effects reported. Further information was received that due to the oversensing on the rv lead, inappropriate anti-tachycardia pacing (atp) was delivered. Reprogramming options were discussed by ts and further evaluation was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.